Event description:
It was reported that the patient presented for remote follow up. An interrogation of the implantable cardioverter defibrillator (ICD) revealed that the device triggered elective replacement indicator (eri). Premature battery depletion was suspected. No interventions were reported. The patient was stable.

Event description:
New information received notes that the device was explanted. Further information was requested but not received.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Rapid battery depletion was due to excess high voltage (hv) charges. The cause of the excess hv charges was due to the patient¿s physiology. Longevity analysis found the battery depletion to be normal. The device was analyzed in the lab and telemetry, impedance, sensing, pacing, and high voltage (hv) output functions were tested and found to be normal. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Additional information: b5 and d6b.

Event description:
New information received notes that the patient was stable post explant.